Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected low out-of-range right atrial (ra) lead impedance measurements. The device was reprogrammed and remains in service. The patient is not pacemaker dependent and there were no adverse patient effects were reported.